Event description:
It was reported that the tip of the plate holder broke off during surgery. As the surgeon was impacting the temporary fixation pin into the plate, the tip on the inserter broke off. The tip was immediately retrieved. There were no parts left in the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.